Event description:
The customer reported that the insulin pump had blank display. Customer's blood glucose was 60 mg/dl. Customer stated that there a physical damage on the insulin pump. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage on electronic and motor assembly. Unable to verify for operating currents including low battery and off no power alarm due to the blank display. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.